Event description:
It was reported the patient experienced increasing pain over the past 4 months, despite titration of medication. Severity was noted as moderate. There was a catheter leak at the posterior lumbar connector. The catheter was replaced on (B)(6) 2012 and disposed of according to biohazard instructions. Outcome was resolved without sequelae. The pump was delivering sufenta baclofen bupivicaine and clonidine.

Event description:
Additional information was received. On (B)(6) 2012, the patient's healthcare professional was unable to aspirate the catheter access port, and a catheter tip fibrosis was reported. A precipitation of drug in the catheter ports was noted and was thought to be related to the device or therapy. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk. Catheter model# 8703w, lot# l56474, implanted: 1999-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter, UDI# (B)(4). Product ID: 8703w, lot# l56474, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated that the patient's weight was not collected. When asked for the cause of the leak and the inability to aspirate from the catheter it was noted "crf deleted." No further information was reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, (B)(4) implanted: (B)(6)2007 explanted: product type catheter. (B)(4) product ID :8703w, lot# l56474, implanted: (B)(6)1999 explanted: product type catheter. Product ID: 8703w, lot# l56474, implanted: (B)(6)1999 explanted: product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the catheter leak was not determined and the cause of the inability to aspirate the catheter was not determined. No further information was reported/anticipated.

Manufacturer narrative:
Additional review of the information indicated the previous statement of crf (complaint reporting form) deleted meant the cause was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2012 (ispr) event: adverse event: catheter leak at posterior lumbar connector device event: n/a refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) outcome: resolved without sequelae resolved date: (B)(4) 2012 / interventions: intervention: replaced, specify device device: catheter date: (B)(4) 2012 device disposition: disposed of according to biohazard instructions programmer time: 1129 report uploaded: yes / diagnostic methods: diag type: catheter access port (cap) contrast study diag results: positive for catheter leak date: (B)(4) 2012 programmer time: 1341 report uploaded: yes / etiology: device: catheter - lumbar portion - serial number: (B)(4) related to device or therapy: related / related to implant procedure: not related infusion drug info: session data report signs symptoms: increasing pain over past 4 months, despite titration of medication severity: moderate seriousness: sade: no sufenta baclofen bupivicaine clonidine (B)(4) 2012 (oc neuro interface update) new: adverse event: increasing pain device event: catheter leak at posterior lumber connector refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) old: adverse event: catheter leak at posterior lumbar connector device event: n/a refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) (B)(4) 2012 ( ispr) new catheter leakage (B)(4) 2012 (oc neuro interface update) new: device: catheter - lumbar portion - serial number: (B)(4) related to device or therapy: related / related to implant procedure: not related infusion drug info: session data report. Drugs: sufenta, baclofen, bupivicaine, clonidine. (B)(4) 2013 (ispr): event: new: adverse event: increasing pain device event: leak at posterior lumbar connector site with proximal spread and locuation of dye refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) additional details: (B)(4) 2013 (ispr): event: new: adverse event: catheter tip fibrosis device event: refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) (B)(4) 2013 (ispr): event: new: adverse event: catheter tip fibrosis device event: n/a refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) / diagnostic methods: new: diag type: catheter access port (cap) contrast study diag results: unable to aspirate sideport date: (B)(4) 2012 programmer time: 1341 report uploaded: yes (B)(4) 2013 (ispr): event: new: adverse event: catheter tip fibrosis device event: unable to aspirate sideport on pump refill prog date/time: (B)(4) 2012 was the patient using lioresal or infumorph? No (compounded baclofen or morphine sulfate) /etiology: new: medication: medication type: intrathecal drug specify drug: sufenta, baclofen, bupivicaine, clonidine specify relatedness to drug: possibly related drug action: other other, specify: precipitation of drug in catheter ports related to device or therapy: related / related to implant procedure: not related infusion drug info: sufenta, baclofen, bupivicaine, clonidine (B)(4) 2018 e1 (hcp, sdy): additional information received from healthcare professional (hcp) via a clinical study indicated that the patient's weight was not collected. When asked for the cause of the leak and the inability to aspirate from the catheter it was noted "crf (complaint reporting form) deleted" meaning the information was not available. No further information was reported/anticipated.

Manufacturer narrative:
(B)(4)